Event description:
Procedure type: lap appendectomy. Patient gender: unknown. According to the reporter: half of the device broke off and fell into the cavity. The device was retrieved. A new device was opened to complete the case. There was no report of unanticipated blood/tissue loss, or extended or time. No patient injury was reported.

Manufacturer narrative:
(B) (4).